Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist determined that a bhcg calibration was automatically performed on (B)(6) 2017 while the vessel loader was inactivated and no signal results were released with this calibration. On (B)(4) 2017, a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the vessel loader assembly and performed pusher alignment. The cse ran check 1 and quality controls. All loci methods were acceptable, except for bhcg. Quality controls for bhcg were invalid with an error flag of "above assay range" prior to and after processing of the affected patient samples. Also, the patient results were falsely elevated. A siemens regional support center (rsc) specialist reviewed the calculation data, which showed that the low limit of calibration had an "absurd" value indicating wrong calibrator a value. The bhcg calibration was triggered by the instrument as the former calibration had expired. There were numerous errors during this calibration and it was awaiting acceptance by the instrument, which posted a message on the user interface. The customer accepted the invalid calibration instead of rejecting it. The calibration took the status superseded and the results were calculated based on this "absurd" curve. The customer used a fresh calibration and the issue resolved. The cause of the issue was attributed to the malfunction of a vessel loader. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (bhcg) results were obtained on two patient samples on a dimension vista 500 instrument. The samples were diluted, also resulting falsely elevated. The discordant results for sample ID (B)(6) were reported to the physician(s), who questioned them. The discordant results for sample ID (B)(6) were not reported to the physician(s). Patient with sample ID (B)(6) was hospitalized due to the discordant results with the suspicion of molar pregnancy. The samples were repeated on the alternate dimension vista instrument, resulting lower. The corrected result for sample ID (B)(6) and the repeat result for sample ID (B)(6) obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated bhcg results.